Manufacturer narrative:
The device was received for evaluation. During functional testing, "damaged button overlay" was reproduced as the third soft key to the right is worn with intermittent functionality. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The reported condition was verified. The cause of the condition was determined to be the third soft key to the right is worn with intermittent functionality. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a damaged button overlay. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.